Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the main tube broken causing the distal tip components to break off. A piece measuring proximately 0.070 x 0.145 was not returned with the instrument. This failure is typically attributed to mishandling/misuse. An additional observation not reported by the site was also identified. The instrument was found to have the heat shrink torn at the roll gear-main tube interface. There was material missing. This failure is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during use or reprocessing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the shaft of the permanent cautery hook broke and fell inside the patient's anatomy. The fragment was retrieved and the customer used a backup instrument of the same kind to continue and the procedure was completed robotically.